Event description:
A reservoir volume higher than expected in the pump was observed on (B)(6) 2015. The issue was monitored and the pt was scheduled for a follow-up appointment. At the follow-up appointment on (B)(6) 2015, the volume issue was observed again. It was determined that the device would be explanted. On (B)(6) 2015, it was reported that the pump was not explanted as no issues were observed during another follow-up visit. The pump therapy was continued without any issue.

Manufacturer narrative:
Device evaluation summary:the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The reported event could not be confirmed. The pump primed and flowed per specification.(B)(4)

Event description:
It was reported that the pump was explanted on (B)(6) 2015 as another reservoir volume higher than expected issue was observed. The pump was returned for further evaluation.

Manufacturer narrative:
The event description was updated to reflect the most up to date information that was retrieved. The first issue was observed on (B)(6) 2015. Also, the statement "on (B)(6) 2015, it was reported that the pump was not explanted as no issues were observed during another follow-up visit. The pump therapy was continued without any issue" was removed as it was not accurate upon receipt of further follow-up information.(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. This occurred three times over a period of three weeks. The pump was explanted on (B)(6) 2015.

Manufacturer narrative:
Internal complaint number: (B)(4).